Event description:
It was reported that the instrument channel of the colonovideoscope was blocked with fluid, and the brush could not pass through the instrument channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from switch button one (sw1), disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed.the suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU):IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.